Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine follow up one month post-implant, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. There was no capture on the ra lead even at 5.0v@2.0ms. There were no issues with the right ventricular (rv) lead; the patient was experiencing frequent runs of non-sustained ventricular tachycardia (vt) but was asymptomatic and felt fine. The physician did not want to change any settings until the patient had a chest x-ray. During troubleshooting, the ra pacing outputs were increased to see if capture could be obtained, without success. No adverse patient effects were reported. The ra lead remains implanted.